Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit 30 cm.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The explanted lead appeared to have started to detach from the contacts end of the lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 17121177 description: next generation anchor kit-sterile lead sc-2316-50: the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the click anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There are no exposed cables. Lead splitter sc-3400-30: the device passed all tests preformed and exhibits normal device characteristics. Anchor sc-4316: visual inspection revealed both eyelets were fractured and exhibited missing silicone. The cause of the damage was not determined. The missing silicone was not left inside the patient.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The explanted lead appeared to have started to detach from the contacts end of the lead. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a lead explant procedure due to high impedances. The explanted lead appeared to have started to detach from the contacts end of the lead. The patient was reportedly doing well following the procedure.